Manufacturer narrative:
E-1. The reporter postal zip code is (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife seemed to be blunt. The surgeon stated it did not feel as sharp as usual.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was not reproduced during evaluation of the returned coring knife, serial number (B)(6). The coring knife, serial number (B)(6), was returned loose in a bag without the coring knife handle and protective caps. The coring knife was in used condition as residue consistent with blood was present on the internal and external body as well as the blade edge. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection of the coring knife was performed and a small amount of debris was observed along the blade edge that appeared to be consistent with blood that had adhered to the blade edge during implant surgery. Additional microscopic inspection revealed that the blade edge had multiple imperfections consisting of burrs which appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a silicone sheet. The knife was able to cut into the silicone sheet without issue. It should be noted that a control coring knife was then used for comparison and the returned knife was able to cut through the silicone sheet with the same amount of force as the control coring knife. An internal investigation by abbott has determined that issues with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 23 aug 2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no patient consequences as a result of the event, and the coring process was completed using surgical scalpels and medical scissors. There was minimal delay in surgery as a result of the event.